Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was fractured. Fluoro showed a clear break at clavicle. Lead was capped and replaced.